Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion testing during preventive maintenance inspection in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue "failed downstream occlusion" was not reproduced. The device was tested for downstream occlusion and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. He reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.